Event description:
Mandibular plate implanted in 2005. Patient was eating a piece of pizza and heard a pop. Revision surgery performed the following year, to remove broken plate.

Manufacturer narrative:
Package insert states "if used in mandibular resection cases, the mandibular reconstructive devices must be supported using a graft. If mandibular reconstructive devices are not supported by a graft, the devices can be expected to fracture, bend, break or fail." There was no graft used in this procedure. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.